Manufacturer narrative:
(B)(6).

Event description:
It was reported that a patient called to report that a cadd® cadd® administration set was faulty. The incident occurred while infusing. No adverse events were reported.